Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was obtaining an electrocardiogram (EKG) on a patient, the device is experienced touchscreen inaccuracy. The user is unable to calibrate the device and is unable to use the touchscreen due to the calibration issue. The device was in use on a patient at the time of the event, however no harm to the patient occurred.

Manufacturer narrative:
Event description and patient involvement updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is experiencing touchscreen inaccuracy. The user is unable to calibrate the device and is unable to use the touchscreen due to the calibration issue. There was no patient involvement at the time of the event; therefore, no patient or user health consequences or impact occurred.